Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the pen needle would not detach. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when removing the needle after use, it will not unscrew from the lantus pen. Needs to use a plyer to remove from the pen. Able to complete flow check. Informed proper placement of non patient end.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the pen needle would not detach. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when removing the needle after use, it will not unscrew from the lantus pen. Needs to use a plier to remove from the pen. Able to complete flow check. Informed proper placement of non patient end.